Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a polypectomy of the colon, the subject device was used. The loop of the subject device could not be released. The user cut the sheath in order to free the endoscope biopsy channel and used an endoscopic forceps to free the loop from the hook. The loop remained closed in site and the procedure was completed without any consequences for the patient. This is the report regarding the failure of releasing the loop.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The sheath was severed at 2200mm from the distal end. The fracture surface of the sheath of the insertion portion was shaped as if it was severed by a mechanical tool. The operation pipe of the handle was bent and broken off. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that this event occurred since the loop was caught between the hook and the coil sheath after the loop was released in the tube sheath for an unspecified reason. The above device handling has warned in the instruction manual as follows. *do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. *do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook.